Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative patient with symptoms of idiopathic scoliosis involved in posterior fusion procedure. It was reported that intra-operatively, the green lock of the extender could not be unlocked and the did not come off the screw head. When an attempt was made to unlock it with force, the screw backed out. After that, it was forcibly unlocked using hospital instrument, etc. There was delay in overall procedure time for less than 60 minutes. Product was used correctly according to the directions given in the IFU/labeling. Event was revision surgery; the wound was temporarily closed because there was a lot of bleeding when performing the operation previously. Operation was continued on the reported day. Initial surgery date: (B)(6) 2021. Initial surgery procedure or technique- posterior fusion (t3-illiac). Solera55/60, ballast, capstone ptc products were used in initial surgery. On 2021-july-16, received updated information that although the site was unknown, an event occurred that the extender did not come off the screw head at one location on each side. Screw came out of the bone because the extender couldn't come off. After that managed to remove the extender from the screw head, the floating screw was pushed in for dealing with it. After removing, the set screw was loose on one side. Due to the large curvature of the scoliosis, there was a considerable angle when placing, it was thought that the patient and the extender were interfering with each other and the load was applied. On 2021-july-29, received additional information that osteotomy was performed on the patient on july-07. It was said that bleeding occurred at that time. Products used were hospital-owned medical instruments, and the medtronic's products were not used directly. Medtronic products did not cause bleeding in the patient. Due to bleeding, the anesthesiologist ordered the operation to be discontinued, and the wound was temporarily closed with the screw inserted on one side. - during the surgery on july/15 following the surgery on july/7, when correcting with the extender, the extender could not be unlocked, the screw could not be released, and it was a feeling that the screw was pulled toward the rod and the screw backed out. With the extender in the vertebral body, they operated and pushed back the screw and bent the rod, and forcibly removed the extender using hospital-owned instrument. The event occurred one on each side. - therefore, the screw was not removed and remained implanted. - since 5485901 (extender) and 5485908 (ari reducer) were used in combination, they were assembled and used when the screw could not be removed, so the malfunction was that the screw could not be removed. No health injury has been reported from this event. - regarding the two unknown solera screw, screw backout occurred, remains implanted in patient. - regarding the unknown solera 5.5 / 6.0 implant, since bleeding occurred during the initial operation, and the product was related to the procedure, unknown solera 5.5 / 6.0 implant was added, but it is not necessary because the adverse event was due to the use of non-medtronic' products.